Event description:
It was reported that the patients ipg would not recharge. The patient underwent an ipg replacement procedure and patient was doing well post operatively. The explanted device will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately since last year.